Manufacturer narrative:
The product analysis indicates that the hand-piece was running rough due to corroded bearings. The bearings and seals have been replaced and the item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device "keeps activating on its own; starts up without anyone touching it." There was no patient impact or injury.